Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter developed a power issue- does not turn on. The complaint was classified based on the customer care advocate (cca) documentation and additional follow up questions from medical surveillance specialist (mss). The patient reported that the power issue first occurred on ¿(B)(6) 2015, 6:00am.¿ the patient stated he was taking ¿blood pressure medications¿ at the time of the product issue. It is unclear if the patient made any changes to his diabetes management routine as a result of the product issue. On an unspecified date and time after the alleged product issue the patient reported developing symptoms of a ¿high.¿ on ¿(B)(6) 2015 at 7:55am¿ the patient reported receiving health care professional (hcp) treatment in emergency room (ER) with IV insulin as a result of the product issue. At the time of troubleshooting the cca noted that there was no misuse of the product, the correct test strips were being used, it was not the first time the product was being used and when pressing down the power button the meter did not turn on. Cca noted that based on the information provided the meter¿s batteries did not require to be renewed. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began. In addition, the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter has been returned on 4/22/2015 and further evaluated by lifescan product analysis on 4/27/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.